Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure, it was noted that the lead exhibited low impedance. The lead remains in use. No patient complications have been reported as a result of this event.